Event description:
A malfunction was reported on the customer's pump, identified by malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which there were no further malfunctions. The customer was advised to continue using the pump and to call back if any issues recur, which the caller acknowledged and understood.